Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, it was reported that the device was explanted after an implant duration of approximately one day. Through follow-up with the health-care provider, it was learned that the valve was explanted due to paravalvular leak secondary to dehiscence of the posterior part of the mitral valve annulus because of significant calcification and fibrosis on that part of the ventricular wall. The valve appeared to be well seated. The root cause of dehiscence was attributed to rheumatic heart disease of the patient. The valve was removed and the site was repaired utilizing a bovine patch. Additionally, the health-care provider has indicated that this event was due to patient related factors and not a device malfunction. The subject device was replaced with another edwards bioprosthetic valve with satisfactory results.

Manufacturer narrative:
Device not returned. Additional manufacturer narrative: the device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections with no nonconformance.

Manufacturer narrative:
Evaluation summary: condition of return received (1) valve in formalin. Tissue sections were cut out at all three leaflets. The sections measure to approximately 2-4mm at the free margins by 8-11mm into the cusp area. The cut outs may have been for pathology testing. Evaluation summary the leaflets exhibit cut outs as received. However, the leaflets were intact along the attachments, and were flexible. The wireform was intact as evident in the x-ray. Evaluation methodology the returned device was examined visually and with a light microscope and digital microscope.